Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field. The issue was confirmed in one event; the device was found to have a sticking component. There was no defect found in one event, no failure detected. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the unit had phantom motion. No patient was involved in one event. No patient involvement was reported in one event.